Manufacturer narrative:
Device is an instrument and is not implanted. Device received and is in the evaluation process. No conclusions can be drawn.

Event description:
During an open reduction internal fixation of the proximal humerus, two 2.8mm drill bits broke off in the bone. The broken ends could not be retrieved and were left in the patient. The procedure was completed successfully. Surgeon does not plan to revise.